Event description:
Reportedly on (B)(6) 2011 the physician observed oversensing episodes (ventricular sensibility set at 0.4mv at this time). The physician reprogrammed the device ventricular sensibility at 0.6mv, which solved the issue. This case was reported for trend purpose only.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.